Event description:
Litigation papers allege: severe pain and discomfort in right hip and thigh.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(4) 2012 medical records were received from legal. Records indicate that the patient was revised because of loose femoral stem and metallosis.

Manufacturer narrative:
Additional narrative: correction: manufacturing facility: depuy (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: severe pain and discomfort in right hip and thigh. Update: 11/15/2012 medical records were received from legal. Records indicate that the patient was revised because of loose femoral stem and metallosis. Records are available for further review. Doi: (B)(6) 2009; dor: (B)(6) 2011 (right hip). September 9, 2014 updated patient and product codes: lm. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf alleged elevated metal ions however there is no values of laboratory.